Event description:
It was reported that the patient had a loss of therapeutic effect with return of tremors. It was noted that she had a pacemaker implant on (b)64). Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report 3004209178-2011-10055.

Manufacturer narrative:
Ins model 7426, (B)(4), implanted: 2007 (B)(6), explanted: unknown, lead model 3387s-40, (B)(4), implanted: 2007 (B)(6), explanted: unknown, lead model 3387s-40, (B)(4), implanted: 2007 (B)(6), explanted: unknown, extension model 7482a51, (B)(4), implanted: 2007 (B)(6), explanted: unknown, (B)(4), extension model 7482a51, (B)(4), implanted: 2007 (B)(6), explanted: unknown.